Event description:
It was reported that the customer's blood glucose (bg) levels were high, with the specific value being unknown but displayed as "high." Cause was not known. The customer addressed the issue by administering a correction injection using multiple daily injections (mdi), and no further assistance was required.